Manufacturer narrative:
The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant medical products: smartablate generator: (B)(4). (B)(4). Evaluation: methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a female patient underwent a right atrial flutter ablation procedure and suffered a cardiac tamponade. Physician spent quite a bit of time trying to achieve block. Physician did an echo after the case ended and that was when effusion was observed. The patient was treated with pericardiocentesis with 250ml of fluid removed and fully recovered. Act was kept in the 300sec range. Patient may have required additional stay. Smartablate generator: (B)(4): power control mode at 30w-35w. Flow setting of an irrigated catheter was 17ml/min. Sjm 8.5fr sl0 sheath was used. High flow 30 ml during ablation with 35 watts. No bwi malfunctions were reported.